Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, noise and oversensing were observed. Unipolar measurements were stable so the lead was programmed back to unipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this patient had sustained a fall prior to the reported out of range pacing impedance measurements. The physician has been following this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was subsequently explanted and replaced with a competitive product. Visual inspection of the lead identified damage due to subclavian crush which was determined to be the cause of the reported clinical observations. No additional adverse patient effects were reported.